Event description:
Reporter stated that patient's blood glucose was measured on the accu- chek inform system and on a laboratory instrument, within 10 minutes, with the following results: inform = 5.4 mmol/l, lab = 1.7 mmol/l inform = 5.7 mmol/l, lab = 1.7 mmol/l inform = 5.6 mmol/l, lab = 1.8 mmol/l no adverse event associated with the alleged malfunction was reported.

Manufacturer narrative:
The event occurred in (B) (6).